Event description:
Our nurses have found that many of the IV dressings (tegaderm) in the "pack access IV start ihc" have manufacturer defects that require replacement of the dressing. The left border has extra material, the right border is missing printed material. The defect causes most dressings to tear when the paper backing is removed and stick to themselves which warrants replacement. The dressings that don't tear look unprofessional and don't stick as well as others. Not all packs within this lot are effected, but we have had approximately 8-10 occurrences in the last 2 days.